Manufacturer narrative:
Batch review performed on 27 may 2019: lot 180401: (B)(4) items manufactured and released on 14-may-2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 21 days after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and liner-swap and the surgery was completed successfully.